Event description:
It was reported that during a whipple procedure, the device was being used to fire on the stomach. The device was fired and removed. Once removed, the surgeon noticed the staples were sticking straight out. They had not formed. Suture was used to complete. There was no impact to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.